Event description:
While onsite evaluating the device a philips fse noted the etco2 door was broken. There was no pt involvement as this was discovered during servicing.

Manufacturer narrative:
(B)(4).